Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a coronary diagnostic procedure, using a 6f sheath. Reportedly, the thumb advancer got stuck during sheath splitting. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The cath lab technician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported incomplete thumb advancer stroke was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reported failure to deploy the thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.